Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, the patient was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, wife reported there was a peg tube issue. Report indicated that in (B)(6) 2020, a CT scan was completed because the stoma had a mild odor. It was noticed that the CT scan was unable to locate the peg tube bumper. Report indicated that the patient had a barium enema to see if the bumper was in the intestine and it did not reveal anything significant. Patient had a surgery to replace the peg tube. On 01 apr 2020, additional information from wife indicated that patient had transverse colon removed because the tube may have grown into his intestine. Wife stated she did not really know what was done or what had happened, she could not confirm buried bumper syndrome . Wife believes patient has a possible blockage and declined to provide additional information. Multiple unsuccessful attempts have been made to obtain event information from health care provider.